Event description:
Provider states purity level only goes to 50 percent.

Manufacturer narrative:
(B)(4) - follow up #001. Initial (B)(4) issued MFR. Report # 1031452-2013-01658. Originally reported as a portable air compressor for medical purposes but is actually a portable oxygen generator (concentrator, homefill). This is a non reportable event. The dealer reported that the purity level on an irc5po2 concentrator goes to 50%. This product is not a life support/sustaining device, it has built in sensors to alert the patient if the o2 level or purity drops. Product is designed to alarm & displayed indicator lights to alert user to switch to an alternate source of oxygen and to seek repairs.